Event description:
It was reported that the customer experienced consistent low blood glucose levels (60 mg/dl). Customer has been adjusting pump settings to stabilize his blood glucose level. Troubleshooting was performed and pump passed delivery system check.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.